Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip became caught in the chordae causing damage requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. There was difficulty imagining. The clip delivery system (cds) was advanced however when attempting to invert the clip arms and move from the ventricle to the atrium, the clip interacted with the chordae causing a rupture. The clip was able to be implanted. A second clip was implanted; however the mr remained at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the reported difficult to remove is due to the procedural condition. The cause of the reported imaging issue cannot be determined. It is possible that patient anatomy contributed to the reported issue; however, this cannot be confirmed. Moreover, the reported tissue injury is a cascading effect of the reported difficult to remove. Additionally, the reported unspecified tissue injury, as listed in mitraclip g4 clip delivery system information for use, is a known possible complication associated with mitraclip procedures. The reported medical intervention is the result of case-specific circumstances, as the second clip was implanted to treat tissue injury. There is no indication of a product quality issue with respect to manufacture, design, or labeling.